Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. However similar model is sold in the united states ec34-i10cl-us with 510k- k190805. (B)(4) if additional information becomes available, a supplemental report will be filed with the new information. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video colonoscope ec34-i10cl. In the event reported, it was stated that the scope failed to connect to processor out of box. Tried with 2 different processors with same message. Scope passed dry leak test, sent scope into pentax for out of box failure replacement. This was an out of box failure, therefore there was no adverse event reported. The device was retuned to pentax medical service center for further evaluation on service order (B)(4) where it was and inspected and the user narrative confirmed. The inspection findings are as follows: image blackout passed dry leak test passed wet leak test light carrying bundle has less than 70% transmission #3 remote control button not working #2 remote control button not working #1 remote control button not working #4 remote control button not working customer complaint confirmed the device was cultured and repaired and returned to inventory and the user was sent a replacement on sales order (B)(4). Parts replaced: o-rings and seals bending rubber